Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 437mg/dl. The customer states their levels were as high as 544mg/dl. The customer states they treated with pump and manual injection. Troubleshoot was conducted. The customer was sent tubing clamp in order to conduct high pressure testing and complete troubleshoot. The customer will be calling back at a later time to complete testing.